Manufacturer narrative:
Product event summary: the device was analyzed and no anomalies were found.

Event description:
It was reported that the external pulse generator (epg) was defective. No further information was available. The epg was returned to the manufacturer for servicing. There was no patient involvement.